Event description:
The patient called to report that they were not sure if their irl (implantable loop recorder) is working. They had an episode where they passed out, but when they went to the clinic there was nothing recorded on the device. It was noted that the patient did not use the activator as they do not remember how to use it. Follow-up was conducted and from the information that was obtained it was reported that the device is functioning normally and that there is no performance issues with the device. The device did not show any episodes that the patient had reported; therefore no intervention was taken as a result of this episode. The irl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).